Event description:
Initial report was that the patient experienced a heart rate of 120 beats per minute. Attempts for further information from the patient's physician were made and no further information has been received. No other relevant information has been received to date.